Event description:
Pt underwent surgery on (B)(6) 2006. At that time a bilateral l4 - l5 and l5 - s1 procedure was carried out. A solid fusion with an interbody spacer plate was placed at l5 - s1. A flexible construct with an "agile" rod across the l4 - l5 segment. F/u x-ray revealed a fracture of the flexible portion of the agile rod.